Event description:
The pt (B)(6) rec'd a scs system, including an ipg, on (B)(6) 2011. It was reported that the antenna must be pressed hard toward the ipg in order to charge the ipg battery. The physician is trying to determine the next course of action for this pt. Attempt to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.